Event description:
It was reported that a patient experienced possible peritonitis coincident with peritoneal dialysis therapy. While peritonitis was not confirmed, it is currently unable to be ruled out as a cause for the reported symptoms. The peritonitis event was manifested by nausea and diarrhea. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. The cause of the event was not reported. Therapy remained ongoing. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.